Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the rptr: on (B)(6) 2013, the pt had the mesh implanted. On (B)(6) 2013, it was noted that the pt had recurrence. There is a re-operation planned - the pt wanted to wait.